Event description:
This ra lead was explanted due to noise/undersensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 13.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment. Several additional cuts into the insulation were found. These cuts probably occurred during the extraction procedure. The returned lead fragments were analyzed. The distal fragment was found stretched with a 61.5 cm length and the lead tip was found pulled out from the ring electrode. These deformations probably occurred during the extraction procedure due to tensile stress. The insulation was found abraded through 59 cm proximal to the lead tip, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.